Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
The following complaint was reported. It was impossible to deflate the balloon, if they connect and use the syringe. When they pulled out the foley the balloon was still inflated.